Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear secondary to a contributions from malalignment between the tibial and femoral components and/or patient-related conditions. A contributing factor to the severity of the wear on the tibial insert may be the result of being packaged in a non-conforming bag for more than five years. However, this cannot be confirmed as the device was not available for evaluation and limited clinical information was provided.

Manufacturer narrative:
Pending investigation. D10: logic cr femoral cem, left, sz 4 02-010-03-0240 5466637. Three peg patella 38mm 200-02-38 5587000. Lgc tibial fit tray cem sz 4f / 4t 02-012-45-4040 5594968. H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2018. The patient was revised on (B)(6) 2023 due to a worn poly and infected tissue. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.